Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, the investigation also identified the device was confirmed to have had a design change for the higher durability of the power switch. Products included within this design change were shipped after november 26, 2013. The subject device of this report was manufactured prior to the design change (see h4). Based on the results of the legal manufacturer's investigation, the power switch damage was caused by an amount of force applied to the power switch and the number of times exceeded the original assumption made at the design phase.

Manufacturer narrative:
The clv-190 light source was returned to the service center for evaluation. The customer¿s complaint was of ¿ the power button issue¿ was confirmed. In addition, worn out scope socket slider switch causing intermittent use of high intensity mode and there is corrosion in the air tubing. The cause of the switch damage and corrosion cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during unspecified procedure, the power switch on the front of the video processor was stuck in the "on" position and the user was unable to turn the processor off. There was no report of patient injury.